Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. Additionally, the device evaluation found, watertightness is not maintained from the tip body, liquid leakage is recognized in the light guide bundle due to handling, the bending angle is insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to the elongation of the angle wire, curved rubber adhesive part is missing, adhesive around the air/water nozzle has come off, scratches are found on the tip cover due to external factors, adhesive part of the objective lens has come off due to handling, due to handling, the adhesive part of the lighting lens has come off, the amount of suction is insufficient due to abrasion of the suction cylinder due to external factors, the suction cylinder is scraped due to external factors, the up/down knob is not securely fixed due to wear of the up down angle fixing lever, knob is not securely fixed due to wear of the up/down angle fixing lever, scratches are found on the scope connector due to external factors, water supply cap is loose due to external factors, scratches on the right/left angle fixing knob due to external factors, scratches are found on the operation part due to external factor/switch box, scratches on the operation unit cover/on right/left knob, and grip due to external factors are observed. Scratches are found on the universal cord due to external factors, lastly, scratches are found on the scope connector joint case due to external factors. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, that the evis lucera gastrointestinal videoscope has a leak. During testing and inspection of the device, it was observerd that the adhesion of the nozzle is peeling off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.2 inspection of the endoscope". "[Inspection of endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. 2. Visually confirm that there are no bends, twists, bulges, or other abnormalities in the vicinity of the boundary between the oredome part and the insertion part. 3. Cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, slacks, deformations, and bends on the outer surface of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities such as adhesion of foreign matter, falling off of parts, etc. 4. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check by hand that there are no hooks or metal wires protruding from the inside (see figure 3.2). Also, check by feeling that the flexible part is not abnormally hard." Olympus will continue to monitor field performance for this device.